Manufacturer narrative:
The evaluation found there is no image (reportable) displayed with 180 series endoscopes due to a faulty patient board set. The customer's reported issue was confirmed as the socket video connector latch was worn out. Additionally, the pip (picture in picture) connector is corroded and the main switch and software have the old version; a new version of the switch and software is recommended. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed by the biomedical equipment technician that the evis exera iii video system center's was returned for a reported "socket was bad" which was observed during preparation for use. During the inspection and testing, the service technician found there is no image (reportable) displayed with 180 series endoscopes due to a faulty patient board set. No patient injury or harm was reported.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 06-dec-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty patient board set could not be identified. Olympus will continue to monitor field performance for this device.